Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
(B)(4): it was reported that the user was unable to load software. Patient involvement is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08116. The report was submitted in error.